Event description:
It was reported that the patient experienced ineffective therapy, uncomfortable stimulation in the rib area, and pain at the ipg site. X-ray imaging revealed migration of both leads. Additionally, the patient experienced pocket heating at the ipg site when the ipg is kept past a strength of 3 to 4 for a long time. As a result, surgical intervention may be undertaken to address these issues.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.